Manufacturer narrative:
Photos were submitted for analysis. Reviewed the photos confirmed the leak. The exact leak site could not be determined based on the photos. The root cause of the leak could not be determined. Service order completed: service engineer removed the deck, the return and collect transducers. He cleaned the transducers and reinstalled them; calibrated the load cells and performed a system checkout test successfully. (B)(4). Device not returned.

Manufacturer narrative:
The system was used for treatment. A review of kit lot d357 was performed. There were no non-conformances related to this complaint. This lot met all release requirements. The (B)(4) lot number was not provided, since (B)(4) was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories alarm #18: system pressure and pressure dome membrane leak and no trends were detected. A corrective and preventive action has already been initiated for complaint category pressure dome membrane leak. Feedback from service order, (B)(4), and the analysis of the returned photos are still pending at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4),

Event description:
Customer called to report the return pressure dome popped off the transducer resulting in a blood leak at the transducer. 1460ml of blood was processed in single needle mode. The collect rate varied from 30ml/min up to 50ml/min due to return pressure alarms. The customer stated he flushed the port multiple times in an attempt to clear the return pressure alarms. Customer reports the patient is stable and started another treatment on a different instrument. The customer will return pictures for investigation. Service order, (B)(4), was dispatched to check the instrument.